Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was in 2008. A 2.75 x 23 mm xience v stent was implanted in the mid lad. Approx two months later, shortly after eating lunch, the pt was found frothing at the mouth. The pt expired on the way to the hospital. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Death, as listed in the xience v instructions for use is a known adverse event associated with coronary stenting. Death is not necessarily an indication of a product quality issue and in this case, there was no report of any device malfunction at the time of implant. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.